Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The patient manual states "if erythema develops at the electrode sites, the electrodes should be relocated either immediately above or below the original sites. If the reaction does not resolve after 48 hours after relocating the electrodes, the patient should be instructed to consult the prescribing physician." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported a skin reaction to the 72r electrode device and has stated the following: he went to urgent care and the doctor there says the skin reaction looks like a burn. The doctor gave him over the counter anti-bacterial cream in the form of sample packets along with some band aids. The doctor advised him to keep the area covered and if it gets infected, put the cream on it. The skin that came off was still attached to the electrode and the "hole" size is that of a pencil stab. He's unsure if the electrodes were being placed in the same spot as he is treating his back, which is still numb from the surgery. He also experienced soreness, but felt that was related to his physical therapy and not from the unit.